Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. The reporter stated that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the complaint of a discolored display screen was not observed. The display screen was found to be fully functional and fully illuminated with no visible signs of discoloration. The lens film was found to be discolored/damaged/scratched, obscuring the text on the display. A scratched lens film has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.